Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the trach was only used in the patient for approximately 6 hours before a leak was noticed. It was tested prior to insertion and appeared to be fine. The cuff had been inflated with 2.0-3.0cc of water to achieve a proper seal, and after the leak was noted, the trach was removed and it was confirmed that the tts cuff was broken/faulty and leaked water when inflated. There were patient involvement and no patient harm.

Manufacturer narrative:
D4 - primary UDI number, h3, h6: updated. The suspect product was returned for evaluation. Visual inspection confirmed that there were no anomalies found. Leak test was performed by inflating the cuff with water using a syringe and it was confirmed that a leakage was observed. Upon closer inspection, a tear was observed on the cuff's surface. The allegation made by the complainant was confirmed. The probable root cause of the event was due to the cuff damage.